Manufacturer narrative:
(B)(4). Concomitant products: oxford tibial tray catalog 154719 lot 113980; oxford twin-peg cemented femoral catalog 161469 lot 997160. This report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2016-00906 / 00908).

Event description:
Patient was converted from a partial to a total knee prosthesis approximately eight months post implantation due to unknown reasons.